Manufacturer narrative:
The following correction has been updated in this report. Section "product brand name", "model number", "catalog item identifier", "serial number", "product UDI" in box d has been updated/corrected.

Event description:
The manufacturer received information from uno legal litigation in reference to a repaired dreamstation auto CPAP, dom - recrt with an allegation of eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.